Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer experienced this issue multiple times with the pump, prompting technical support to arrange a replacement. Customer plans to use multiple daily injections as a backup therapy and was advised on how to put the faulty pump into storage mode before returning it. The replacement pump was confirmed for shipping, and the customer agreed to return the malfunctioning pump within 10 days using a prepaid label.